Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 39mm in length and extended from a position 2mm distal of the proximal markerband to 4mm distal of the distal markerband. A visual examination identified damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 26aug2025. It was reported that the balloon failed to inflate. A 4.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the distal part of the catheter tip is poorly finished, and the balloon could not inflate fully. There was no visible damage noted on the device. The procedure was completed using another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that a longitudinal tear measured 39mm in length and extended from a position 2mm distal of the proximal markerband to 4mm distal of the distal markerband.